Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed tech svs in (B)(6) and it is currently being returned to the manufacturing facility located in (B)(6) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed ref #: (B)(4).